Manufacturer narrative:
Evaluation summary: 1.man-made fault: wrong operation or hurt by sharp tool . 2. Aging.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The bending rubber leaked and could not be used. The user replaced other scope to use. This event occurred at the time of during use. There was no report of patient harm.